Event description:
The customer, a biomedical engineer, contacted physio-control to report that a pin had broken off of a hard-paddle assembly and become lodged in the device's therapy connector assembly. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with the part numbers for a replacement therapy connector assembly and hard-paddle assembly. It was later confirmed by the biomedical engineer that he did replace both the therapy connector assembly and hard-paddle assembly. After observing proper device operation through functional and performance testing the device, along with the new set of hard-paddles, was placed back into service for use. Neither the device, nor the removed hard-paddle assembly, have been returned to physio-control for evaluation.